Manufacturer narrative:
Concomitant medical products: ddbc3d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that t-wave oversensing (twos) on the right ventricular (rv) lead was observed on the current and stored electrograms (egm). The rv lead remains in use. No patient complications have been reported as a result of this event.